Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The backlight inverter is failing. Additionally, there is visible fluid ingress which could result in malfunction with the touch screen becoming unresponsive. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the display went blank. The customer reported the ventilator continued to cycle. The issue occurred during patient-use; the customer reported the patient was placed on another ventilator. The customer reported there is no patient consequence associated with the event.